Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position, the team attempted fracture of 25 mm magna resulted in rupture of a 26 mm true balloon. There was difficulty retrieving in esheath; sheath split and there was difficulty removing the devices from the body. There was no major blood loss or other injury to the patient. Customer requested we send the sheath back in for a look. Valve was placed and functioned well with a post echo gradient of 4 mmhg, the fracture of the surgical frame was unsuccessful. Upon follow up, the fcs advised that during the case, difficulty was encountered during removal of the esheath, which required snaring to straighten the device and facilitate removal from the body. No difficulty was reported during insertion of the delivery system through the esheath, and no difficulty was reported during removal of the delivery system through the esheath. The angle of insertion was reported as not steep. The observed issue was described as liner delamination, with damage located on the esheath blue shaft and liner. No damage was reported to any other edwards devices used in the case. Actions taken during the event included snaring for removal. The patient's final outcome was reported as stable. The perceived root cause was reported as a true balloon rupture, with resultant injury to the sheath during attempted retrieval into the esheath. A 3mensio report was reported as not available/na, and details regarding tortuosity, calcification, and minimum luminal diameter were not provided. Photos of the damage were requested but were not provided in the available information. Regarding product availability, a biokit 2'day delivery was ordered as requested. The esheath was not returned at the time of this report because it remained with the hospital for internal processes; it was stated that the esheath will be sent back if/when it is returned to the reporter.

Manufacturer narrative:
Investigation is ongoing.